Event description:
It was reported, that the patient presented remotely via merlin.net. Upon review, the right ventricle lead exhibited high pacing impedance. The patient was later, seen at the clinic. Upon interrogation, the lead exhibited intermittent capture. Also, the patient experienced some dizziness. The lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.